Event description:
This is filed to report air embolism, leak, medical intervention, delay, prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted enlarged atrium. On (B)(6) 2022, the first xtw clip was successfully deployed, reducing mr to 2. A second xtw clip delivery system (cds) was advanced to the mitral valve to further reduce mr. However, during clip orientation in the left atrium, imaging showed air bubbles from the left atrium to the left ventricle indicating a possible cds leak. Then the air bubbles was observed in the aorta and in the apex of the left ventricle which caused a clinically significant delay in the procedure. A few seconds later, the systemic pressure of the patient went down and the patient experienced ventricular fibrillation. Fluoroscopy showed bubbles visible in aorta, in the left ventricle and in the left and right coronaries. The second clip remained in the left atrium during this time. Cardiac massage and several shocks were performed in an attempt to stabilize the patient. A coronary wire was advanced to free the air bubbles. Medication was administered and the patient returned to hemodynamic stability. The procedure continued, and the second clip was deployed without issue. Two clips were implanted, reducing mr to 2. Approximately thirty minutes post-procedure, a brain scan was performed to ensure brain damage did not occur. Some small bubbles were detected in the venous district of the brain. As of (B)(6) 2022, the patient was still under general anesthesia. An encephalogram was performed and showed some activity in the brain. The patient is stable and will remain hospitalized. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. Based on the available information the cause for the reported leak cannot be determined. The reported air embolism is a cascading effect of the reported leak. The cause of the reported ventricular fibrillation cannot be determined. The reported effect of air embolism and ventricular fibrillation are listed in the instructions for use (IFU) and are known possible complications associated with mitraclip procedure. The reported hospitalization, delay to the treatment, medication, and unexpected medical intervention are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.